Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 460 mcg/day) and dilaudid 2 mg/ml (dose 0.46 mg/day) via an implanted pump. Indications for use were listed as intractable spasticity. The patient's medical history, other medication the patient was taking at the time of the event, and baclofen lot number were unable to be obtained. The patient had dilaudid added to the pump on (B)(6) 2016 at approximately 1600. She originally only had baclofen in the pump. The patient then went to the emergency room (ER) with grogginess on (B)(6) 2016. The "bridge bolus" duration was 58 hours. She started showing signs of grogginess prior to the completion of the bolus. The patient was given narcan and she responded. The patient was being observed in the emergency room (ER). It was unknown if the issue was resolved at the time of this report and the patient's status was "alive- no injury". Surgical intervention did not occur and was not planned. On 02/22/2016, additional information was received from the rep indicated the patient experienced overdose and the change in therapy/symptoms was sudden. The bridge bolus calculations were confirmed and when 10 hours were left in the bridge bolus, the patient exhibited overdose symptoms and was admitted to the emergency room (ER). It was reviewed that the tolerance of the pump tubing volume could have meant that the dilaudid entered the patient's system before the bridge bolus duration was complete. The catheter tip was at c3/4. Additional information was received from a healthcare provider (hcp) via a company representative. On (B)(6) dilaudid was removed from the system. The pump was delivering lioresal. The original baclofen dosing and concentration resumed. The physician felt d ue to the catheter tip being in the cervical region that may have played a part in her symptoms. The patient was discharged from the hospital.